Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a left common femoral vein was attempted using a proglide device with a 6f sheath after an atrial fibrillation ablation procedure. Reportedly, when the device was pulled back to harvest the suture after deployment, it was noticed that the suture seemed to wrapped around another sheath that was also in the groin. The suture was cut and pulled out. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.